Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, additional information received from a consumer reported that there was an issue with the pump and it needs to be replaced. It was reported that every time the patient came in to have it refilled, it was bone dry and it shouldn't be; the hcp was not sure why that was occurring, but it had been happening since (B)(6) 2015. The hcp wanted to schedule a dye study, but was waiting to do it with a company representative. Redirection of the patient to their healthcare provider (hcp) was recommended. The change in therapy/symptoms was reported as sudden (previously reported as gradual). On (B)(6) 2015 the patient felt like they were going through withdrawals. The patient heard a "buzzing sound" (like it was alarming), but was not sure if it was a dual or single-tone alarm; it was not time for the pump to be refilled, so they tried to "shake it off." According to the patient, telemetry information on (B)(6) 2015 at 08:37 stated that the low reservoir alarm was not due until (B)(6) 2015. When the patient was refilled on (B)(6) 2015, when the pump was due to be refilled, the hcp told the patient that they had been out of medication for 4 days. On (B)(6) 2015, information was also received from a nurse at the office of the hcp which reported that the pump "beeps all the time." As of (B)(6) 2015, the pump was still being used to deliver hydromorphone (4 mg/ml) at 1.6506 mg day. Additional information regarding the pump drug details, concomitant medications, medical history, onset of the pump beeping, troubleshooting performed, actions/interventions taken, and cause of the pump beeping was requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, additional information from an healthcare provider (hcp), via a company representative, reported that during a refill on (B)(6) 2015, the patient was "not feeling good." According to a nurse, the patient was not in withdrawal, just in a lot of pain. Diagnostics/troubleshooting included pump interrogation and said it had 3 ml of drug left, but when the hcp went to pull it out, there was nothing there. It was noted that they had discrepancies before (as previously reported), but not that much; they were wondering if something was going on with the pump. The pump did not alarm. No additional actions or interventions were performed; the pump was refilled and the patient was sent home. Medical history was reported as "none," and concomitant medications at the time of the event were unknown. According to pump log session data, the patient was being delivered hydromorphone (4 mg/ml) at 1.6506 mg/day via an implantable pump in flex mode; the last change was noted as (B)(6) 2015, during the previous refill. According to the hcp, the pump was being used to deliver morphine (4 mg/ml) at 1.6506 mg/day. As of (B)(6) 2015, the issue had not resolved, no surgical intervention had occurred, it was unknown if surgical intervention was planned, the patient's status was "alive - no injury," and the hcp had no additional information.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8590-1, lot# n268527, implanted: (B)(6) 2010, product type: accessory. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (concentration and dose unknown by the reporter) via an implantable pump. The indication was use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2015 it was reported that the last three times that the pump was refilled they had taken out less medication than expected or no medication; it began in (B)(6) 2015. In (B)(6) 2015, the patient's back pain started to hurt. The pain came on gradually; it returned towards the end of his refill cycle. Also in (B)(6) 2015, the patient was feeling a vibration from the pump. He had felt it three times when he was lying in bed. He had no other medical implants. The pump was being checked the morning of (B)(6) 2015. The patient had no symptoms related to the vibration. The troubleshooting, actions/interventions, and cause of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.